Event description:
It was reported that approximately 64 months after a left side total shoulder replacement procedure, the patient underwent a revision procedure to address a traumatic dislocation. There was no reported surgical delay or breakage of device. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6) 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. (B)(6) 315-35-00 - glnd kwire. (B)(6) 320-01-42 - equinoxe reverse 42mm glenosphere. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 320-15-02 - rs glenoid plate sup aug, 10 deg. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm. (B)(6) 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm. (B)(6) 531-20-00 - shldr gps rvrs drill kit. (B)(6) 531-78-20 - shouldr gps hex pins kit. (B)(6) a10012 - gps implant kit v2.

Manufacturer narrative:
H3: the cause of the patient¿s reported shoulder dislocation and subsequent revision cannot be conclusively determined; however, it may be due to the reported trauma. Contributing factors may have been soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The cause of the patient¿s reported shoulder dislocation and subsequent revision cannot be conclusively determined; however, it may be due to the reported trauma. Contributing factors may have been soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.